Event description:
It was reported that during a routine device changeout, the left ventricular (lv) lead exhibited "high but adequate pacing thresholds." Pacing impedances were in range and there was no provocable noise. The physician elected to keep the lead in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk crt-d implanted: (B)(6) 2011. (B)(4).